Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher, matching the clinical picture of the patient. It is unknown if the repeat result was reported to the physician(s). On a later date, the customer obtained discordant, falsely low calcium results on two additional patient samples. The samples were repeated on an unknown instrument and resulted higher. It is unknown if the discordant or corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site after the discordant calcium result obtained on (B)(6) 2015. The cse performed mix and overmix testing on reagent probe 5 and sample probe 3, which resulted within specifications. The next day, the customer obtained two additional discordant calcium results. The cse revisited the customer site. After evaluation of the instrument and instrument data, the cse discovered an issue with the reagent probe cleaner pump. The cse replaced the pump and ran a system check, which passed. The customer ran quality controls to verify the instrument was operational. The cause of the discordant calcium results is related to a malfunction of the reagent probe cleaner pump. This instrument is performing according to specifications. No further evaluation of the device is required.